Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0511416v, implanted: (B)(6) 2005. Product type lead, product ID 3998, lot# lb5192. Implanted: (B)(6) 2003. Product type lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 02-feb-2009, UDI#: (B)(4); product ID: 3998, serial/lot #: (B)(4), ubd: 18-jun-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain and postlaminectomy pain. It was reported that the patient¿s therapy never worked since the implant of the replacement device. The patient tried to reprogram it multiple times. The leads were fractured and was the cause of the therapy not working. The ins has been dormant since with no plan to use it. No further complications were reported or anticipated.